Manufacturer narrative:
The device was returned for analysis. A review of the electronic lot history record and corrective action tracking system for the web database for the reported lot revealed no associated nonconforming material records or exceptions. Without any additional information available, a conclusive cause for the reported/noted difficulties could not be determined. The investigation was unable to determine a conclusive cause for the reported/noted difficulties. There is no indication of a product quality issue with respect to design, manufacture or labeling. B3: date of event estimated as 12/1/2024.

Event description:
The 6x150mm absolute pro ll self expanding stent system (sess) was received in the returned device lab. The stent implant was partially deployed, 4.8 centimeters (cm) from the distal end of the sheath. The stent was bent, flared, and smashed. The account could not provide any additional details regarding the device or procedure. There was no adverse patient effect reported and no clinically significant delay reported. No additional information was provided.